Manufacturer narrative:
The video processor (vp) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Visual inspection, no issues were found that is related to the report issue. The vp was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The probable root cause is attributed to an electrical issue from the vp from the vision side cart and it can be resolved by replacing the vp.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure that a non-recoverable error 252 occurred. The caller power cycled the system to resolve the issue. The error code changed from 252 to recoverable error 31243. The system displayed a message that the video processor (vp) failed to pass the self-test. There were no color bars present. After checking the system logs, the intuitive surgical, inc. (Isi) technical support engineer (tse) found that the defective vp caused both errors. The tse instructed the customer to perform a system hard power cycle and check the vp led indicator. The system was hard power cycled twice, but the issue remained. The vp led indicator was off. The tse explained that the system would not be ready for use until it was inspected by an isi field service engineer. The procedure was converted to a traditional laparoscopic surgery. There were no reports of patient injury. Isi received the following additional information via follow up: errors 252 and 31243 occurred during the procedure. The vp on the vision side cart (vsc) was malfunctioning, and it was unable to be recovered via a system power cycle. Both the surgeon side console and vsc had no image, so the surgeon decided to convert the procedure from a robotic procedure to a traditional laparoscopic surgery. The port sizes were not increased nor additional ports added.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the video processor (vp). The system was tested and verified as ready for use. As of the date of this report, the vp has not yet been received by isi for evaluation.